Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unk. Vessel morphology at the time of intervention is unk. It was reported that, the patient presented approximately 10 days post stent graft implant with hip, thigh and leg pain. The CT demonstrated that the iliac limb had occluded. The physician elected to treat the patient by angioplasty and angio-jetting within the stent graft. The limb was reopened and the blood flow was reported to be good. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Lack of information (no operative notes or films to review).